Event description:
It was reported that t1 was deployed through the meniscus after aplying a lot of force, t2 could not be deployed. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 was deployed through the meniscus after applying a lot of force, t2 could not be deployed. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.¿ the device is in very good condition. T1 was not returned. T2 and partial suture were returned but separated from the delivery needle. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the needle. A functional test confirmed that the device does cycle and actuate successfully. No mechanical problem was found with the device returned.